Event description:
On 2/4/1999 the customer observed that fluid sprayed out of some of the wells when samples were being diluted on the analyzer. All pt samples that had been auto-diluted between 1/21/1999 and 2/4/1999 were reanalyzed after manual dilution, which showed that diluted samples were accurate prior to 1/30/1999. Total beta human chorionic gonadotropin values for six pt samples were originally reported as 5240, 3450, 4540, 38900, 48100 and 1050 miu/ml; on repeat analysis they were 48100, 63000, 1970, 55400, 115000 and 132000 miu/ml respectively. The lab director verified that pt treatments were appropriate and no adverse event resulted from the malfunction.